Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy during system startup, the surgeon console (sc) failed calibration twice at the last step for hand controllers, despite the left and right input arms not being crossed or touching anything. The hand controllers were placed in the center prior to the third calibration attempt and this resolved the problem. During the procedure, the surgeon mentioned the bipolar maryland forceps (bmf) did not close well. The instrument was dirty with eschar buildup, which could have contributed to the issue. At the end of the procedure, the same bmf was unclipped prematurely while it was in the trocar by the bedside assistant. The instrument threw a red alarm and could not be controlled after being reattached. The jaws could no longer be opened and closed from the bedside or removed normally. The instrument was removed as a broken instrument. Also during the procedure, the cadiere forceps and attached arm cart gave a high-priority alarm stating "instrument error. Remove, detach, and reattach instrument. If error persists, replace arm or instrument." The alarm was dismissed and the case continued. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the associated device data for the reported bipolar maryland forceps (bmf). Evaluation of the device data indicates an instance of a difference in commanded and actual jaw angles error code ¿motor position limits¿ possibly related to a cable break and the fact that the jaws could not close well. The instrument was used for a total of one hundred and nineteen minutes with a use count on one. Evaluation of the device data for the reported bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the surgeon mentioned the bipolar maryland forceps (bmf) did not close well. The instrument was dirty with eschar buildup, which could have contributed to the issue. At the end of the procedure, the same bmf was unclipped prematurely while it was in the trocar by the bedside assistant. The instrument threw a red alarm and could not be controlled after being reattached. The jaws could no longer be opened and closed from the bedside or removed normally. The instrument was removed as a broken instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.